Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred. The customer reported a blood glucose (bg) level of 192 (mg/dl). The cartridge was change and a pump bolus was delivered to address bg level. It was indicated that an alternate pump was available for diabetes management.